Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's blood glucose value was 555 mg/dl and 560 mg/dl at the time of the incident. The customers current blood glucose value was 560 mg/dl. The customer was treated with the manual injection. Assisted with troubleshoot. Customer alleging possible pump under delivery. Product will be returned for analysis.